Event description:
The email received for the (B)(4) study indicated that approximately 5 months after having a stent placed in the left ica the patient presented with "a variety of neurologic symptoms" and was reported to have experienced a tia. The patient complained of transient severe headaches. He also had occasional confusion. He also complained of tremor on the right side. He stated that sometimes he got up to walk and felt as though his right leg would give out on him. He also thought that he had decreased strength in his right hand as compared to his left as well as some swelling of his right hand, particularly in the morning. Carotid ultrasound on (B)(6) 2008 showed a patent carotid stent. The patient's medical history includes severe pulmonary disease, hyperlipidemia, diabetes mellitus, coronary artery disease and hypertension. The physician note stated: the patient may or may not had a stroke in the left hemisphere. It further noted: "I suspect this was lacunar or could simply be an old lesion with slight worsening due to over sedation and over medication." The site reported this as "other" neurological event on (B)(6) 2008. No tia or stroke was reported. The adjudication committee has determined this event to be an ischemic stroke.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.